Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements at a routine device change out procedure. The lead remains implanted with the new device, however the device is programmed vvi. No adverse patient effects were reported.